Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2024-02316 that was submitted on october 11, 2024 is a duplicate of MFR report number 0001038806-2024-02271. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0001038806-2024-02271. All details associated with this event have been processed and completed under 0001038806-2024-02271. Therefore, no additional reports will be submitted under MFR report number 0001038806-2024-02316. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2024-02316 that was submitted on october 11, 2024 as this event had already been submitted and is a duplicate of MFR report number 0001038806-2024-02271 that was submitted on october 4, 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implant placement, the implant at tooth location #19 was stripped. A new implant was placed during the same procedure.